Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, in situ measurements show two channels involved in a short circuit in january 2020 due to undetermined reasons. Furthermore, a complete insertion of the electrode array was not achieved at implantation surgery. Reportedly one channel was left outside of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Affected channels have been seen. Despite this the user seems to be performing well and completing ling sounds with the device; however, the understanding has decreased. The performance with the device was better before affected channels appeared. The user fell at school on (B)(6) 2020 but reportedly only hit his lips.

Event description:
Affected channels have been seen. Despite this the user seems to be performing well and completing ling sounds with the device; however, the understanding has decreased. The performance with the device was better before affected channels appeared. The user fell at school on (B)(6) 2020 but reportedly only hit his lips. The user was re-implanted on the (B)(6) 2020.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other mechanical damages found during investigation are attributable to the removal surgery. Furthermore a complete insertion of the electrode array was not achieved at implantation surgery. Reportedly one channel was left outside of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been seen. Despite this the user seems to be performing well and completing ling sounds with the device; however, the understanding has decreased. The performance with the device was better before affected channels appeared.